Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels as low as 48 (mg/dl) for the past 2 days. Reportedly, customer believes that the low bg levels were caused by more intense physical activities and dehydration due to a heat wave. Customer would disconnect from the pump and consume carbohydrates to treat their bg levels. Customer indicated that they were not experienced a low bg at the time of the call. Recommendation was made to consult with a health care provider to discuss diabetes management.